Manufacturer narrative:
Patient has a (B)(6) address as they move between the us and (B)(6) often, however the event suggests that the issue occurred in the us. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that one or two years after date of implant his scs was not performing well. Patient stated the ins was hot in his body and overheating so he had it replaced on (B)(6) 2011.